Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 13-feb-2023. The most recent information was received on 24-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("bleeding during numerous migrations with pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 272 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), migraine ("migraines"), arthralgia ("joint pain in the shoulders and hips"), dyspnoea ("shortness of breath"), fatigue ("fatigue"), disorientation ("disorientation"), amnesia ("loss of memory"), device dislocation ("bleeding during numerous migrations with pelvic pain"), genital haemorrhage ("bleeding during numerous migrations with pelvic pain") and dyspareunia ("painful intercourse"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to migraine, arthralgia, dyspnoea, fatigue, disorientation, amnesia, device dislocation, genital haemorrhage, dyspareunia or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority (reference number: (B)(4) on 13-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("bleeding during numerous migrations with pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 272 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), migraine ("migraines"), arthralgia ("joint pain in the shoulders and hips"), dyspnoea ("shortness of breath"), fatigue ("fatigue"), disorientation ("disorientation"), amnesia ("loss of memory"), device dislocation ("bleeding during numerous migrations with pelvic pain"), pelvic haemorrhage ("bleeding during numerous migrations with pelvic pain") and dyspareunia ("painful intercourse"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to migraine, arthralgia, dyspnoea, fatigue, disorientation, amnesia, device dislocation, pelvic haemorrhage, dyspareunia or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.